Event description:
The catheter was placed 3 days ago, interscalene block. About 10 cm was placed at a 30-45 degree angle. Yesterday an attempt to remove the catheter was made and resistance was met. Today upon trying to pull the catheter out, the catheter broke off in the pts neck. Its hard to tell how much is left in the pt since the catheter stretched, but it is felt that about 4 cm remains. Dr feels as if the catheter coiled and does not feel like there was a defect in the catheter. Add'l info received from the facility reports the fragmented portion of the catheter remains in the pt. Pt has suffered no adverse sequelae related to this incident to the reporters knowledge. The actual sample was discharged.